Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that spontaneous detachment occurred requiring stent placement. The coil stuck out of the aneurysm and could not be repositioned. Stent placement was conducted to prevent any harm to the patient. It was unknown if the physician attempted to reposition the coil during the procedure. It was not possible to remove or reposition the coil due to spontaneous detachment, therefore it was necessary to use a solitaire ab stent so that the coil would not remain in the vessel and cause any damage to the patient. The cause of the coil break/premature detach was not determined.

Event description:
Medtronic received information regarding an axium coil that broke or separated prematurely. It was reported that the axium coil and all accessory devices were prepared per the instructions for use (IFU), however, continuous catheter flush was not administered. The coil broke or detached prematurely during the procedure. It was noted that the coil pushwire was not bent or broken. There was no friction or other difficulty during delivery of the coil. The physician had not attempted to detach the coil. Because the coil broke/detached, it required a stent to be placed to secure the device. The coil was not implanted at the intended location. It was noted that patient's blood flow was normal and vessel tortuosity was minimal. There were no patient symptoms or other complications associated with the event. The event did not lead to or prolong the patient's hospitalization. Ancillary device: echelon 10 microcatheter

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: equipment used: vis m-81805, 203cm, ruler m-83360 as found condition: the axium prime device was returned for analysis within a shipping box, inside of a second shipping box, an opened axium prime outer carton, a white sealed plastic pouch, and within an introducer sheath. No microcatheter was returned. Visual inspection/damage location details: the actuator interface was found securely attached to the pushwire coupler tube. The break indicator was found undamaged. There was no evidence of detachment attempts found at these locations. The pushwire was found bent at ~32.7cm from the proximal end; in addition, the pushwire was found to be bent within the introducer sheath at ~92.7cm, bent at ~10.1cm and bent at ~8.7cm from the distal end. The coin was found to be undamaged and against the lumen stop. The shield coil was found to be in good condition. The axium prime implant coil was found to be damaged within the introducer sheath; however, it was found to be still attached to the pushwire detach element. No other anomalies were observed. Conclusion: based on the analysis performed, the customer report of ¿premature detachment" could not be confirmed. The axium prime implant coil was reported to be broken and left within the patient. This could not be verified as the axium prime device was returned with the implant coil damaged but still attached to the pushwire detach element. The physician noted that no attempts to detach the coil were made. This was able to be verified as no damage or irregularities were found at these locations (actuator interface/break indicator). Based on the analysis performed, the customer report of ¿coil separation/break" could not be confirmed. The axium prime device was returned as a whole with the implant coil still intact with the pushwire. No root cause was able to be determined. The axium prime device was found to be compatible with the echelon-10 microcatheter. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.